Event description:
Related manufacturer report number 2017865-2022-43958. It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.

Event description:
Additional information was received indicating the physician suspected the noise was due to right ventricular lead damage and right atrial lead damage, however, diagnostic imaging was performed and no anomalies were observed. Provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.